Event description:
It was reported that during a da vinci-assisted surgical procedure, the tenaculum forceps instrument was not able to be removed from the universal surgical manipulator (usm) 3 cannula. The technical support engineer (tse) explained that the staff needs to move the usm, cannula and instrument away from the patient to remove the instrument and cannula at the same time. The surgeon is concerned with causing damage to the patients tissue with removing the instrument. The staff has tried to manually manipulate the instruments with no change. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested the site to return the da vinci product involved in this complaint to perform failure analysis. At the time of this report, the product has not been received. A follow-up MDR will be submitted if additional information is obtained.